Manufacturer narrative:
Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, stained end cap sticker and severely scratched display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that piece missing from reservoir compartment and experienced high blood glucose level. The customer¿s blood glucose level was 383 mg/dl. Customer declined troubleshoot for high blood level. The customer was assisted with troubleshooting. Customer stated reservoir compartment fell out and unable to lock into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.